Manufacturer narrative:
(B)(4). Results: insufficient information; cause of break is unknown. Conclusions: insufficient information; cause of break is unknown. Failure to delivery stent graft. Positioning difficulty due to tortuous access vessels.

Event description:
Upon inspection of the delivery system, the two halves of the tip capture release handle were separated. There was a small scuff/mark on one of the tip capture release handle halves. A piece of surgical tape was placed on the delivery system behind the tip capture t-tube to prevent release of the tip capture mechanism. The two halves of the tip capture release handles were examined microscopically. Both tabs showed minimal signs of strain at the tab base. Neither halve of the handle showed signs of wear or damage on the mating ledge. The two halves of the thumbwheel were snapped back together and locked successfully; the two halves could not be separated by hand. The complaint was confirmed; the tip capture release handles had separated. The root cause of the event could not be conclusively determined. A subsequent manufacturing assessment concluded that the event was most likely manufacturing related.

Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that immediately after removing the device from the sterile packaging, the physician noticed that the tip capture release handle was broken into two parts. The sterile packaging of the device and the outer case were undamaged. The physician used sterile adhesive tape to fix the slider of the tip capture release, and then attempted to implant the stent graft into the patient. The physician was very experienced with the procedure and the device, and was confident that he could repair the damage in an acceptable way to make it usable. The implant was not successful. This was not because of the damaged tip capture release mechanism, but because of the tortuosity of the access vessel. The patient was successfully treated the following day in a completely new session, using an ilio-femoral graft to get access and to place another valiant captivia device. No additional clinical sequelae were reported, and the patient is fine.